Manufacturer narrative:
Final device analysis of the multi-lead trialing cable revealed the following: no anomaly found. Final device analysis of the lead (lot# va05ngy008) revealed the following: all conductors were broken, due to overstress or damage, and severely stretched. The lead was stretched to about 49cm. There was a thermal bond break at the connector tubing. Final device analysis of the lead (lot# va05ngy009) revealed the following: no anomaly found.

Event description:
It was reported a patient started a trial for numbness of their feet. It was noted the trial "failed" stimulation did not relieve the numbness. It was noted two percutaneous leads were used, no extension with direct connect to the trialing cable. Two twist locks were used on leads. One of the twist lock anchors was moved down towards the electrode end and usually the physician placed it in the middle of the lead. It was also noted the lead was exposing wire and wire was twisted. The polyurethane sheath was pulled out where the twist lock anchor was sitting down towards the electrode. The same day it was reported the left lead was the damaged lead. The dressing was intact and there were no changes in stimulation. It was noted the patient diary showed the patient had stimulation on the last night of trial until around 11:30 and the patient woke up with the lead "frayed." Further information reported the left lead appeared to have "ripped through twist lock anchor causing fraying and coiling of the lead." There were no changes in stimulation and bandages appeared intact at time of the lead pull. There was no injury to the patient and the patient recovered without sequela.

Manufacturer narrative:
Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: lead. Product ID: 3555-31, lot# unknown, product type: screening device. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.